Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 32 mg/dl. The customer stated that the link readings showed high blood glucose when her glucose level was normal. The customer also stated that she treated her blood glucose through the bolus wizard according to the blood glucose transmitted to the insulin pump from the blood glucose meter. No further info was provided.